Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device has been explanted post mortem and will not be returned to manufacturer. Clinical factors that may have contributed to the patient's death can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating patient died on (B)(6) 2017. Pump was explanted post mortem. No further information provided at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. A report was received stating patient died on (B)(6) 2017, while he was still hospitalized post implant. Cause of death was septic shock. Device was explanted post mortem and will not be returned. No further information provided at this time. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.